Event description:
A consumer reported that her humidifier (model HWM340WC) allegedly caught fire in her child's room. The consumer stated that the incident resulted in property damage, including damage to her daughter's desk and the flooring. The consumer further reported that her husband sustained third degree burns while removing the unit from the room. Medical intervention was sought in an emergency room, where the husband received treatment, and he is currently reported to be improving. Kaz USA, Inc. attempted to obtain the device for evaluation; however, the consumer reported that the product was no longer available.

Manufacturer narrative:
Kaz USA, Inc. attempted to obtain the device for evaluation; however, the consumer reported that the product was no longer available.